Event description:
It was reported the device exhibited a frequent high pressure alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of high pressure alarms. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure. As the product was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review the device had not been in for service in the past year and there was no indication the complaint was related to a previous service. B3: unknown; no information has been provided to date.